Event description:
Per nurse's report: the pt developed life threatening complications. When the pt returned for surgery in 2000, the aortic valve was replaced. The medical staff commented that the leaflet was only intermittently opening and closing. The replacement valve was not an sjm device.